Event description:
(B)(4). It was reported that post a stenting treatment procedure, myocardial infarction occurred. On (B)(6) 2011, the patient was diagnosed with stable angina and cardiac catheterization was recommended. An 80% stenosed, 8mm long, de-novo target lesion was identified in the first obtuse marginal branch, with a reference diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.00 x 20 mm taxus liberte stent with 0% residual stenosis. In addition, the distal lad was treated with placement of 3.00 x 23 mm promus stent overlapping with another 3.50 x 15 mm promus stent in a tandem fashion. The patient was discharged the next day on aspirin and prasugrel. June 2012 - the patient presented with generalized weakness, fatigue and pre syncopal symptoms along with episodes of diarrhea and black stool. The subject was diagnosed with a bleeding ulcer and non-st elevation myocardial infarction and was hospitalized. After electro and echo cardiography were performed and cardiac enzymes tested, medical management was recommended. The subject was transfused with 4 units of packed red blood cells and their study drug was withheld. Two days later the event was considered to be resolved with residual effects and the patient was discharged on aspirin.

Event description:
It was further reported that at the time of the index procedure, the subject had a stress test which revealed anterior and septal wall ischemia. At the time of the event, the patient was on antiplatelet therapy. The black tarry stool was found to be guaiac positive and the patient's gusto bleeding classification was moderate. Upper endoscopy revealed linear ulcerations were noted within the hiatal hernia sac which was the likely source of bleeding (cameron ulcers). There was no active bleeding that was seen and hemoclips were placed to close each ulcer. The patient was also treated with medications and the study drug was withdrawn.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).